Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: battery compartment was found crack from top to the case seal along left side to the grip pad.battery compartment was leaking and moisture was seen in battery compartment but not inside the pump.